Event description:
Issue with product. Stryker flow 2 disposable suction irrigator. During this patient's procedure dr. [Redacted] kept encountering suctions issues. The irrigators were changed out using total number of 3. Finally, we pulled a previous brand off the shelf to complete the case. The rep was contacted and complaint with company was started. Suction irrigators were kept to give the rep. Lot 253005g2.